Manufacturer narrative:
E1 INITIAL REPORTER PHONE NUMBER: (B)(6).

Event description:
IT WAS REPORTED THAT AIR BUBBLES DETECTED. DURING A PULSE FIELD ABLATION FOR PAROXYSMAL ATRIAL FIBRILLATION PROCEDURE, A FARADRIVE SHEATH WAS PREPARED AND PLACED IN THE PATIENT ANATOMY. AS THE FARAWAVE CATHETER WAS BEING INSERTED INTO THE FARDRIVE SHEATH AND SUCTION WAS APPLIED THROUGH THE STOPCOCK, BUBBLES WERE DETECTED. THE DEVICE WAS REPLACED AND THE PROCEDURE WAS COMPLETED SUCCESSFULLY. NO PATIENT COMPLICATIONS WERE REPORTED.

Event description:
It was reported that air bubbles detected. During a pulse field ablation for paroxysmal atrial fibrillation procedure, a FARADRIVE sheath was prepared and placed in the patient anatomy. As the FARAWAVE catheter was being inserted into the FARDRIVE sheath and suction was applied through the stopcock, bubbles were detected. The device was replaced and the procedure was completed successfully. No patient complications were reported.

Manufacturer narrative:
Correction - G2, added Distributor.E1 Initial Reporter phone number: (b)(6).Investigation Summary-With all the available information, Boston Scientific is unable to confirm cause of the reported clinical observation of Visible Air/Bubbles. The device has not been received for analysis; therefore, a technical analysis of the complaint device could not be completed.Device History Record Review-It was confirmed this device met specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event.Risk Review-A Risk Review was completed using FARADRIVE Hazard Analysis and confirmed that the event of Visible Air/Bubbles was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product.Labeling Review-Based on the information provided, there is no evidence that the device was used in a manner inconsistent with the labelled indications/Instructions For Use (IFU).Investigation Conclusion-Boston Scientific has assigned an investigation conclusion code of Cause Not Established and supporting evidence that came to this conclusion. Boston Scientific investigation findings were unable to establish a clear conclusion about the cause of the reported event. The device met all requirements prior to being approved for final distribution/sale and there was no evidence to suggest that the Instructions For Use (IFU) was not followed.